Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not push the insulin out of the reservoir with plunger. The customer's blood glucose was unknown at the time of incident. The customer stated that they were going to change the reservoir to resolve the issue. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed the pre-fill reservoir test and found no occluded anomaly during filling.